Event description:
It was reported that the customer experienced elevated blood glucose levels. Troubleshooting was performed and pump passed delivery system check. Reportedly, customers eating habits have recently changed. Customer's health care professional adjusted the pumps basal setting.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.